Event description:
This device was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that there was a steady rise in shock impedance. Shock done 1.1 j came in at 94 ohms but then a 31j shock came in at 142 ohms. No oversensing noted lead. A device change out will be done. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available.. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).